Event description:
It was reported that after a da vinci si surgical procedure, the surgical staff reported seeing shavings from the shaft of a endowrist instrument, when it was being removed from the cannula. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of cannula likely causing shaft damage on the instrument was confirmed. Cannula was found with dents on the distal tip of the cannula. Gage pin cannot pass through the cannula tip. No other physical damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.